Event description:
The customer reported that on 12/17/1997 vasoseal was used following a diagnostic catheterization procedure. During the procedure occlusive pressure was not maintained. Collagen was contaminated with blood during deployment. The sheath sheared and no collagen was deployed. Manual compression was held to achieve hemostasis.

Manufacturer narrative:
Evaluation of event is based on the manufacturing and qc procedures and history of device related to this event. A review of the manufacturing and qc procedures and history of device related to this event. The evaluation of the returned sample revealed that the sheath was compressed and the mid portion is bent. The compression most likely occurred while trying to maintain occlusive pressure. As the sheath was compressed, it trapped the plunger inside. As the pressure continued in an attempt to deploy the collagen plug, it caused the sheath to shear. Steady occlusive pressure must be maintain 3-4cm upstream, as stated in the IFU.